Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. Based on the legal manufacturer¿s investigation, the reported issue (device did not start up) was caused by a failure of the power source board.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) (oaz) for evaluation. Oaz evaluated the device and found that the reported phenomenon was reproduced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the periodic inspection, the device did not start up. There was no report of patient injury associated with this event.